Manufacturer narrative:
The device has not been received. A product analysis has not been completed.

Event description:
It was reported that the handpiece got hot. Requests for additional information have been made. No additional information is available. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates that the reported overheating issue could not be verified. The one-minute pre-repair temperature test results are as follows: 76.8f at t1 and 76.4f at t2. The ambient temperature was 73.7f. The handpiece operated within normal parameters. There was no fault found. The handpiece was cleaned, tested, and passed to manufacturing specifications.